Manufacturer narrative:
The device history records are being reviewed. The stent remains implanted. The investigation is currently underway. This event is being reported because this device is the same or similar to PMA #p070014 marketed in the united states.

Event description:
It was reported that approximately six months post-implant, the vascular stent was found to be fractured. Reportedly, the patient presented with leg pain after rigorous exercise and an ultrasound confirmed a stent fracture. Angioplasty was performed and another stent was implanted, relining the fractured stent.